Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damaged. The customer's blood glucose was unknown mg/dl. The customer stated that he fell in a lake and the device got wet and there was water under the screen. The customer was advised that the device would be replaced . The customer insulin pump turned on with a new battery there is an a17, a21 and 8 a47 alarms in the alarm history.